Manufacturer narrative:
The pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. The pump also had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 92 mg/dl. The customer stated that the buttons on her keypad are not working. The customer stated that she was trying to suspend the pump today, but she could not. The customer stated that she is not able to scroll down the menu. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.